Event description:
Reportedly, during use on a patient, the ventilator display froze soon after it was turned on and the hospital staff was unable to change the screen. There was only visual alarm but no audible alarm. It was also noted that the date was different every time the ventilator was turned on. The patient was switched to another ventilator. Please note that there was no serious injury in this case.